Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged dizziness, black-outs, sinus congestion and shortness of breath. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously marked h10 incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported that serious injury occured in section h1. After review, it was determined that it was incorrectly selected. The right option in section h1 will be malfunction.